Event description:
It was reported that a physician in training for the prostar device was performing arteriotomy closure after placement of an aortic stent. The artery reportedly had "very solid walls". The prostar broke at the silver ring when it was being pulled back. The physician reported that he did not use strength/force when pulling the prostar back. The lower part of the device remained stuck in the pt and could not be removed from the artery. The physician decided with a surgeon to surgically remove the stuck portion. The prostar was cut in the middle and removed. Closure was achieved with surgery. The pt was doing fine after the procedure. No additional info was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.